Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional event information is available. Data was provided for evaluation but does not reflect the alleged device or alleged issue. Confirmation of the loss of connection could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and the test passed. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a root cause could not be determined.